Event description:
During a coronary artery drug eluting stenting treatment procedure there was mild balloon withdrawal resistance and slow deflation. The lesion being treated in the index procedure was a portion of the mid right coronary artery (mid rca). The physician treated the lesion with successful placement of a taxus liberte' 3.50x16mm drug eluting stent in the target lesion. A balloon malfunction occurred resulting in a longer deflation time iwth careful withdrawal. There were no further complications and no reported pt complications. The pt was discharged the next day of plavix and aspirin.